Event description:
Additional information was received after the previous reprogramming the patient noted during bicycling he still does not get enough response from the sensors, but received too much response during walking. The patient was brought into the office were they temporarily programmed the accelerometer off and had the patient exercise. There was a large increase in response from the sensor and too much pacing with movement. Further reprogramming of the accelerometer and minute ventilation sensors were performed. The clinic will continue to monitor the patient. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient¿s heart rate was in the 130 to 140 beat per minute range while weight lifting and was not getting enough response when bicycling. The rate response and the ventilation thresholds were reprogrammed, however they were still having heart rate overshooting while doing the military press and the patient was unable to get their heart rate to 102 bpm while cycling. Boston scientific technical services (ts) was consulted and suggested further programming changes. Ts also discussed the possibility of device movement when weightlifting causing a change in impedance. The pacemaker¿s memory was sent in for review by engineering. Upon review, a boston scientific engineer noted that the highest heart rate in the trend data was approximately 115 beats per minute and so it was concluded that the information reviewed did not correspond to the inappropriate rate drive during weightlifting. Engineering noted that it seems likely the minute ventilation measurement is detecting impedance changes due to device movement during weightlifting. It was suggested to observe the mv filtered electrogram (egm) while the patient performs military presses to check if the period of the mv filtered signal corresponds with the frequency of the military press.